Event description:
During the procedure the ablation catheter malfunctioned, and it was removed. Upon direct observation there was a solid white substance observed inside the catheter tip concerning for risk of thromboembolism. Pathology later confirmed this was fibrin. As a consequence, the procedure was unable to be completed, and the patient will undergo repeat ablation at a later date. Patient also had some transient arm weakness that may have been a tia [transient ischemic attack], but cta was negative and there are no residual neuro issues.